Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/ stretching/overstress. The outer insulation and overlay tubing of the lead was extrinsically breached due to pulling/stretching/overstress. This lead was included in that field action, and returned product testing found the lead did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short interval counts (sic) and oversensing noise. During the explant procedure, the extraction sheet became stuck in the transition zone between the outer insulation and the shock coil. In addition, the tesilock appeared to be cut and externalization of the wires were observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).